Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he recently had a blood glucose level over 600 mg/dl. Customer stated that he had a blood glucose level of 57 mg/dl, which was treated with juice and glucose. Later that evening, customer noticed the high blood glucose level and treated with an insulin pen. High blood glucose troubleshooting was not performed. No products were replaced or returned for analysis.